Manufacturer narrative:
January 18, 2016 04:01 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(This is the 5th of 5 complaints for this product.) The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy after being loaded properly. The hospital did not report any patient effects. The product was discarded. Related complaints; 2015-00734, 00751, 00752 and 00753.

Manufacturer narrative:
(B)(4). There are four related complaints, the account reported two different lots but did not specify which is associated with the complaint, therefore, a lot history record review was completed for the reported product lot numbers (25120923 and 25113528). There was no nonconformance recorded in the lot history.(B)(4).

Event description:
(This is the 5th of 5 complaints for this product). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy after being loaded properly. The hospital did not report any patient effects. The product was discarded. Related complaints; 2015-00734, 00751, 00752 and 00753.